Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with an unexpected outcome following lasik treatment of the right eye. Additional information received; the surgeon reports the laser delivered the planned correction. The surgeon things the treated amount was too much although the patients preoperative prescription was stable. An enhancement procedure is planned.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).